Event description:
It was reported that one day post implant, the patient experienced phrenic nerve stimulation. An x-ray revealed that the lead dislodged. The lead was repositioned. The patient's condition was - good - before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.